Manufacturer narrative:
Additional info: additional information was received and the intraocular lens (iol) serial number was provided. Therefore the following fields were updated: serial#: (B)(4). Catalog#: zcb0000165. Expiration date: 08/24/2021. UDI #: (B)(4). Device manufacture date: 08/24/2017 all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: manufacturing records review - the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: during follow up, it was confirmed that there was no patient injury reported. The intraocular lens remains implanted. If explanted; give date: not applicable as the lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. A search on complaints was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Concomitant medical products: cartridge model/lot# not provided, injector model/serial number not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the piston, like the front lens, seems to have damaged the edge of the optic. Loading and implantation seems to have gone as usual, but when the lens gets into the eye you see that there is a splitting of the optic material where the plunger has pushed on the lens during implantation. This is one of two reports. No additional information was provided to abbott medical optics.